Event description:
It was reported that post op a laparoscopic appendectomy procedure; the patient was brought back for a reoperation due to bleeding over the following 24 hours in march. The amount of blood loss is unknown. It is unknown if the patient received a blood transfusion. The device was discarded. (B)(4). Spoke with dr who indicated that the device worked fine during the procedure and he was satisfied with hemostasis. The patient then returned to the ER with decreased hemoglobin and hematocrit and dr evacuated about two liters of blood from "a pumper in the staple line". He ligated with one or two clips and the patient is now doing fine.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2011. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.